Event description:
The technician alleged the side rail will not stay up. No pt impact.

Manufacturer narrative:
The technician found the side rail was missing the shoulder bolt between the side rail bar and release bracket. The technician replaced the side rail shoulder bolt to resolve the issue.